Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable" alarm. Troubleshooting occurred with no outcome. Per reporter the residual volume was 7.6 ml, rate 2.2 ml/hr and 92.4 ml given. No adverse patient effects were reported. Per reporter no additional information is available at this time.